Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-07918, 2134265-2017-07919. It was reported that thrombosis and vessel dissection occurred. The patient presented with effort angina pectoris and old cerebral infarction. The 75% stenosed, severely calcified and severely tortuous diffuse target lesion was located in the proximal to mid left anterior descending artery (lad). After intravascular ultrasound was performed and pre-dilation was performed with a cutting balloon, a 2.75x38mm synergy drug eluting stent was implanted in the distal lesion. During the procedure, dissection was noted at the ostium part, which was caused by the mach1 guide catheter. Another 3.50x38mm synergy stent was implanted overlapping the previously implanted stent to treat the dissection. Immediately after stent placement, thrombosis was noted on the cine and was treated with 3 to 4 dilations using a 3mm balloon catheter. Stent implantation was also scheduled for the proximal lesion. According to the physician's opinion, the dissection was due to the mach1 guide catheter not being coaxial, and thrombosis was caused by heparin-induced thrombocytopenia (hit).